Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The primary reported event was confirmed through failure analysis investigation. Inspection found various scratch marks approximately 0.072¿ to 0.123¿ with light material removed on the main tube. The scratch marks were not aligned with the tube axis. The known cause of this issue is attributed to mishandling and misuse. Further investigation of the instrument identified additional observations. First, the distal end of the conductor wire insulation was found damaged. No thermal damage was noted. The instrument was tested and passed electrical continuity. Second, the grip cable was found frayed at the distal end. Both these issues (conductor wire insulation damage and frayed grip cable) are indicative of a component failure. Lastly, mechanical indentations with no material missing on the bipolar yaw pulley was identified. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system log was performed. Per the review, the instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The reported event date was (B)(6) 2021, indicating that the issue was identified prior to the instrument being installed and used on the reported event date. The fenestrated bipolar forceps instrument had 2 uses remaining as of the last usage. This complaint is a reportable event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Failure analysis of the fenestrated bipolar forceps instrument found conductor wire insulation damage with a passed electrical continuity test. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, there were scratches on the shaft of the fenestrated bipolar forceps instrument. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: there was no unintended energy discharge or arcing on the last known instrument use. The customer did not know whether an instrument collision occurred when it was last used. There was no report of patient injury or harm.